Manufacturer narrative:
The returned device was evaluated and the soft cannula was in the deployed state when the device was received. The formed needle and slide retract were in the correct position. No damage was found when inspecting the needle mechanism assembly. Although no damage was identified, the reported event could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
A patient reported the needle did not retract; indicating a needle mechanism failure. The patient experienced high blood glucose (bg) levels reaching up to 27.8 mmol/l (500.4 mg/dl) while wearing the pod between 4 and 24 hours. The pod was removed and the needle was noted to be sticking out of the pod and the cannula had not deployed. No information was provided on how the hyperglycemia was treated.